Event description:
During the procedure, an opening in the graft's bifurcation area was noted and repaired with suture. The procedure outcome was successful. The patient's condition was ok. Additional information in 02/2005: the opening in the grafts bifurcation was discovered when blood samples spurted from the opening when the clamps were released. The exact quantity of blood lost through the opening in the graft is unknown and appears, at this time, to be unattainable.